Event description:
It was reported that during an angioplasty procedure while advancing the subject guidewire through the balloon catheter in the carotid siphon, physician noticed a kink and on removal the tip of the subject guidewire was fractured. He attempted to remove the fragment using multiple stent retrievers and a snare devices but was unsuccessful. The broken fragment was reported stented against the vessel wall so it was unable to retrieved. The patient suffered a subarachnoid hemorrhage. It was not clear that the event was a direct result of the broken subject guidewire. The patient's anatomy was very tortuous and there was a surgical delay of 2 hours. The procedure was not completed and the patient passed away.

Manufacturer narrative:
¿ H4 manufacturing date ¿ added. ¿ d4 expiration date - added. ¿ c2/d10 concomitant products - update. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not performed because the product was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the device was used for icad treatment with stent and balloon catheter, the guidewire tip was shaped 45-60 degrees, the patient's anatomy was very tortuous, friction/resistance was encountered upon withdrawal of the guidewire, and there was a kink approximately 3cm from the distal tip where it ended up fracturing. It was also noted that while trying to navigate the guidewire, a lot of torque was used to get the guidewire to track and the distal end broke off when the physician tried withdrawing the guidewire. An assignable cause of procedural factors will be assigned to this complaint since the issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an angioplasty procedure while advancing the subject guidewire through the balloon catheter in the carotid siphon, physician noticed a kink and on removal the tip of the subject guidewire was fractured. He attempted to remove the fragment using multiple stent retrievers and a snare devices but was unsuccessful. The broken fragment was reported stented against the vessel wall so it was unable to retrieved. The patient suffered a subarachnoid hemorrhage. It was not clear that the event was a direct result of the broken subject guidewire. The patient's anatomy was very tortuous and there was a surgical delay of 2 hours. The procedure was not completed and the patient passed away.